Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent delivery sys lost pressure at 12 atm resulting in partial deployment of the stent. Another co's balloon catheter was used to post dilate and complete the procedure. Reportedly no pt injury was associated with this event.